Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly, the customer was wearing the infusion set for 2-3 days and not removing the cartridge air. Tandem clinical support informed customer that wearing the infusion set for 2-3 days, and not removing cartridge air, is off label per the tandem user guide. Customer¿s blood glucose level was over 600-750 mg/dl. Reportedly, the customer's husband assisted customer with a manual insulin injection as customer was feeling "loopy" due to rising blood glucose level. Elevated blood glucose levels were addressed by manual insulin injection. Ultimately, the customer reverted to an alternate method of insulin delivery.